Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that there was a cracked right plunger case. During the power up process, occlusion testing, checking and performing syringe testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. No physical damage was found on the speaker or interconnect board. Interconnect printed circuit board cable connector was glue to main board and there was no excessive glue on plunger board. Replaced speaker as a preventive measure. Replaced plunger board due to the syringe plunger error alarm (q1 broken off). Performed occlusion testing and all functional testing.

Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.